Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer would either massage the infusion set site and resume insulin delivery or change out the infusion set to address occlusion. Customer's blood glucose was within 54-500 mg/dl.